Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® sst¿ tubes, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2022, letsgetchecked (lgc) complaints team informed lgc quality team that a customer has reported on (B)(6) 2022 that the tube from their sample collection kit had a leakage during transport after blood collection. It¿s been happened multiple times. Lgc have logged this complaint as cn-2022-945. Quantity affected: 1 compliant was reported from the UK. Lgc have made attempts to contact the customer in relation to the return of the microtainers blood tube but they were non-responsive, so couldn t provide return for investigation. This notification is intended to notify bd of issues of ¿blood tube leakage¿, so bd can track these issues and track trends.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 44 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper function (leakage) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper function (leakage). Bd was not able to identify a root cause for the indicated failure mode. H3

Event description:
It was reported when using the bd microtainer® sst¿ tubes, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: on 03-aug-2022, letsgetchecked (lgc) complaints team informed lgc quality team that a customer has reported on 26-jul-2022 that the tube from their sample collection kit had a leakage during transport after blood collection. It¿s been happened multiple times. Lgc have logged this complaint as (B)(4). Quantity affected: 1 compliant was reported from the UK. Lgc have made attempts to contact the customer in relation to the return of the microtainers blood tube but they were non-responsive, so couldn¿t provide return for investigation. This notification is intended to notify bd of issues of ¿blood tube leakage¿, so bd can track these issues and track trends.